Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to power on. As per part investigation, it was determined that there was faulty assy cbl pyxibus 6 drawer due to the exposed copper strands with associated thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 08-jul-2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of station won't power on was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse reported that the station that wouldn't power on was inspected. The fse started by inspecting bus cable on the main and found the short where the edge of the back panel was wearing through the cable. So, the fse replaced the cable with a new one and then powered the station. The customer tested in the application and cleared all failures. The report was closed. During dchu visual inspection: pn 120547-01: the assy cbl pyxibus 6 drawer was received with exposed copper strands and associated thermal damage; no other anomalies were found during visual inspection. During dchu testing: pn 120547-01: no dchu testing was required due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as a faulty assy cbl pyxibus 6 drawer due to the exposed copper strands with associated thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the station functionality.